Manufacturer narrative:
Product analysis :visual review of the instrument tip confirms instrument fracture. The axial fractures, in addition to the direction of deformation is consistent with bend stress overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that intra-op, sleeve of the instrument broke while removing the screw. No fragment of the broken instrument remained inside the patient. No patient complications were reported.